Event description:
Doctor was using a novasure, which is a piece of equipment that is inserted vaginally into the uterus and ablates the lining using thermal ablation. In this case, during insertion, there was a uterine perforation. This is a possible complication of this surgery. The novasure machine has a reading that determines if the wand is in a cavity (cavity assessment) and will not fire if it is not in a cavity. In this case, the cavity assessment said it was in a cavity but in reality, it was in the peritoneum. They fired it and it fired for about 2 secs and shut off, but this caused a superficial burn to the peritoneal lining near the ovary. The staff handed off the novasure handpiece, bagged it and gave it to our equipment specialist, who handles supply/equipment malfunctions. We also sequestered the machine. Will be sending the machine and handpiece to the company for testing. (Packaging for handpiece was not saved.)